Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring unexpected restart that was not resolved from previous troubleshooting. Blood glucose level at the time of the incident was 131 mg/dl. Customer was able to clear the alarm and complete the rewind process but the alarm occurred again in the middle of the night. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.